Manufacturer narrative:
As reported, the 6/7f mynx control vascular closure device (vcd) balloon ruptured on stent struts during pull back to the arteriotomy. Manual compression for 30 minutes was used to achieve hemostasis. There was no patient injury reported. The deployer was trained in mynx. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to opening the package. The procedure was an interventional peripheral case. The procedure used a retrograde approach. The patient had a history of peripheral vascular disease (pvd). The sheath introducer used for the procedure was a non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery (cfa). There was no presence of pvd/calcium in the vicinity of the puncture site. The patient was not hospitalized nor was patient¿s hospitalization extended as a result of the event. The patient¿s outcome was recovered. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, the sealant remained in the manufactured position, exposing to blood, and the syringe was observed to have been connected to the catheter with stopcock close as received. The procedure sheath was not returned with the device. No damages/anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a taper to taper tear in the balloon of the returned device, approximately 1 mm from the balloon proximal neck. A product history record (phr) review of lot f1919601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event of ¿mynx control balloon loss of pressure in patient¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, access site vessel characteristics (ruptured on stent struts and history of pvd) most likely contributed to the reported event since a stented vessel can cause damage to the balloon as reported by the customer. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The exact event date is not known. A review of the manufacturing documentation associated with lot f1919601 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6/7f mynx control vascular closure device (vcd) balloon ruptured on stent struts during pull back to the arteriotomy. Manual compression for 30 minutes was used to achieve hemostasis. There was no patient injury reported. The device is expected to be returned for analysis. The deployer was trained in mynx. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to opening the package. The procedure was an interventional peripheral case. The procedure used a retrograde approach. The patient had a history of peripheral vascular disease (pvd). The sheath introducer used for the procedure was a non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery (cfa). There was no presence of pvd/calcium in the vicinity of the puncture site. The patient was not hospitalized nor was patient¿s hospitalization extended as a result of the event. The patient¿s outcome was recovered.